Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a severe staph infection a week after implant, and the implant was removed. No further complications were reported.